Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160100 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m160100, test base part number 190-430 / lot: m160100. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160100 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported ten unconfirmed false positive results with the ID now covid-19 assay performed on a direct tested nasal kitted swab. Repeat testing was performed with a new sample using the ID now covid-19 assay; however, results not provided . It is unknown if confirmation testing was performed for the patients involved. The customer reported that due to the test results there are patients who don't know if they are positive or not. The customer report medical treatment was prescribed to the patients.